Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance going through the first cartridge change process with tandem technical support. Reportedly, the customer filled the cartridge with 118 units of insulin and received a minimum fill message. During the call with tandem technical support, the customer added 50 units of insulin to the cartridge and received another minimum fill message. Reportedly, the customer was using insulin pens to fill the cartridge. The customer's blood glucose level was 99 mg/dl. As the customer was unable to load a cartridge successfully, the clinical diabetes specialist was contacted to consult with the customer. It was confirmed that the customer will use insulin pens for diabetes management.